Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the nc quantum apex balloon was received for analysis. Visual inspection revealed that there was a complete separation of the hypotube 29cm from the hub. The distal shaft measured 119.5cm from the fracture to the distal tip. The fractured ends of the hypotube were ovaled, as if kinked prior to fracturing. There was contrast in the inflation lumen and the balloon and there was blood in the wire lumen. Inspection of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012.it was reported the during an unspecified treatment procedure a shaft kink occurred.the target lesion was located in the moderately calcified left anterior descending artery. During advancement, the distal shaft of the 8mm x 2.50mm nc quantum apex monorail balloon catheter was noted to have bent. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is listed as ok. However, product analysis revealed a shaft fracture.